Event description:
Case description: investigation result: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: test medium penfill, batch number: hs65t57. The product was not returned for examination. Yes, there was a difference in the labelling between the two. During examination of the product, no irregularities related to the complaint were detected. Since last submission, the case has been updated with the following: investigation result added. Imdrf codes added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 13-jun-2023: the suspected device novopen (specific trade name, batch number unavailable) has not been returned to novo nordisk for evaluation. The pen does not have a label, cartridges containing the drug product have a label. Upon investigation of label of both cartridges (novorapid penfill and test medium), it was found that test medium label is yellow colour and novorapid penfill cartridge label is orange colour. There is a difference in the labelling between the two. However, it was reported that parents accidentally administered test medium instead of novorapid, as both cartridges are looking identical. The observed problem is due to incorrect handling of the product. H3 continued: evaluation summary. Novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Accidentally administered the test medium from practice device rather than prescribed novorapid insulin [wrong product administered]. There was no labelling of test medium on novopen exterior [physical product label issue]. Both look identical (test medium and novorapid) [product appearance confusion]. Case description: this serious spontaneous regulatory authority case received via mhra (medicines and healthcare products regulatory agency) from the united kingdom was reported by a other health care professional as "accidentally administered the test medium from practice device rather than prescribed novorapid insulin(wrong product administered)" beginning on 20-jan-2023, "there was no labelling of test medium on novopen exterior(product label missing)" beginning on 20-jan-2023, "both look identical (test medium and novorapid)(product appearance confusion)" beginning on (B)(6)2023, and concerned a 11 years old patient who was treated with novopen (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus", test medium penfill (test medium) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus". Patient's weight: 38 kg. Patient's height and body mass index (bmi) were not reported. Current condition: type 1 diabetes mellitus (duration not reported). On an unknown date patient's parents accidentally administered the test medium from practice device rather than prescribed novorapid insulin. Both look identical and there was no labelling of test medium on novopen exterior. Luckily parents realised the error quickly and gave the novorapid a few minutes later. The toxbase poisons unit did not know the exact composition of the test medium so advised admitting to hospital (hospital starta date and duration not reported) for blood tests (blood test), ECG (electrocardiogram) and observation period. The patient remained well and was currently awaiting blood test results. Batch numbers: novopen: not reported, novorapid: not reported, test medium penfill: hs65t57. Action taken to novopen was not reported. Action taken to novorapid was not reported. Action taken to test medium penfill was not reported. The outcome for the event "accidentally administered the test medium from practice device rather than prescribed novorapid insulin(wrong product administered)" was recovering/resolving. The outcome for the event "there was no labelling of test medium on novopen exterior(product label missing)" was recovering/resolving. The outcome for the event "both look identical (test medium and novorapid)(product appearance confusion)" was recovering/resolving. No further information available. References included: reference type: e2b authority number reference ID#: (B)(4). Reference notes: mhra (medicines and healthcare products regulatory agency), gbr